Manufacturer narrative:
Batch review performed on (B)(6) 2018.lot 090527/t: six items manufactured and released on (B)(6) 2014. Expiration date: 06/30/2019.no anomalies found related to the problem.to date, (B)(6) item of the same lot have been already sold.

Event description:
Revision surgery after about 7 months from the primary surgery due to femur bone fracture.